Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) and morphine via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. The patient's medical history was not provided. The patient was going through baclofen withdrawal. In (B)(6) 2012 he had scoliosis surgery. The healthcare provider (hcp) started giving oral baclofen instead of the pump afterwards. The reporter did not know what happened to the pump therapy. The change in therapy/symptoms was sudden and the situation was currently resolved. Drug information (including type, lot number, concentration, and dose), the patient's pertinent medical history, the cause of the withdrawal, and the actions/interventions taken to resolve the withdrawal were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.